Event description:
It was reported the customer was hospitalized due to high blood glucose. Prior to hospitalization customer had the flu, which greatly contributed to what doctor described as near diabetes ketoacidosis. Self test performed and tested ok.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contribued to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.